Manufacturer narrative:
A full evaluation of the device could not be conducted as the device remains in use. A correlation between the device and the reported hemolysis and suspected thrombus could not be conclusively determined. The instructions for use lists hemolysis and thrombus as potential adverse events that may be associated with the use of heartmate ii left ventricular assist system. The patient remains on vad support. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device - 3 years, 1 month. The patient remains on lvad support. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device. The patient was admitted with increased lactate dehydrogenase (ldh) levels. There were no alarms reported. The patient's inr was 2.5 and the patient was placed on a heparin and integrilin drip. An echocardiogram revealed the pump was performing as expected. As of (B)(6) 2015, the patient's ldh had returned to baseline. The patient remains in the hospital but is reportedly doing well. It was reported that there were no signs of thrombus or clinical symptoms of heart failure and the pump parameters remained unchanged. No further information was provided.